Event description:
The pacemaker involved in this MDR report was implanted in 2008. However, during post-implant check, absence of ventricular sensing was observed. Therefore, the pacemaker pocket was re-opened and the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.